Event description:
A power source alert was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved when the pump began charging after the charging cable was plugged into a wall adapter, and no further assistance was required.